Manufacturer narrative:
This report is submitted on december 29, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to itching and feeling of warmth, electrical impulses. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 04, 2024.